Event description:
Boston scientific received info that this atrial lead was explanted secondary to endocarditis with an abscess on the pt's aortic valve and other abscesses noted. The pt tested negative for any infections. A new system was to be implanted at a later date. No further info is available. The investigation is complete. This report will be updated if more info becomes available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.